Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the scope communication error was not detected. Regarding the reportable issue found during the investigation, it is likely that corrosion on the plug unit caused it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error. The issue was found during reprocessing. There were no reports of patient involvement.